Manufacturer narrative:
As there is no allegation of deficiency with the device, this event is no longer reportable.

Event description:
Additional information received indicated that there is no allegation of malfunction with the device. Ipg is still functional and provides 24 hours of therapy between charges.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Surgical intervention may be pending for this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.